Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) netherlands alleging that his onetouch ultraeasy meter was reading inaccurately high compared to his feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue began 3 days prior to contacting lfs. During that 3 day period, the patient claimed he obtained alleged high readings of "14.6, 10.4, 11.2, 10.8 and 13.9 mmol/l" with the subject meter. On the morning of (B)(6), 2010, the patient reported obtaining a "high result" (actual reading not provided) with the subject meter. In response to the result, the patient stated he adjusted his insulin accordingly and took 3 or 4 units of novo rapid insulin. Sometime afterwards, the patient claimed he began to feel shaky, sweaty and his vision became impaired. The patient reported drinking juice in response to the symptoms and confirmed that he felt better after the self-treatment. At the time of troubleshooting, the csr walked the patient through a control solution test and noted that the control result fell outside of the specified range. Replacement items were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.

Manufacturer narrative:
Follow up # 1/supplemental report text 01/11/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.